Event description:
During an operation, the system showed a shutter error and interrupted the cut. The operation was aborted. The shutter was replaced and the system is in perfect working condition again.